Event description:
It was reported that a failed calibration was experienced.

Manufacturer narrative:
Additional information received via email and attached to complaint object: no patient involvement. The issue was found during testing. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced the downstream occlusion sensor and as a preventative measure the upstream occlusion sensor was also replaced. The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Other text: additional information received updated b5 and h6.

Event description:
Additional information received on 1-jun-2022. No patient involvement. The issue was found during testing.